Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high blood glucose, or diabetic ketoacidosis (dka). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. During system check with tandem technical support, customer reported removing or adding insulin outside of the load sequence and using fiasp insulin. Technical support educated customer to not remove or add insulin from a filled cartridge after loading onto the pump, and that fiasp is off label per the user guide. Customer changed pump supplies and was able to resume insulin delivery. Customer's blood glucose was no greater than 255 mg/dl at time of alarms.